Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years to 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years to 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.